Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the implants were accidentally discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. In addition, capsular contracture was bilateral baker grade iii. The replacement devices were mentor memorygel breast implant 650cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7374185, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV on the left breast implant and capsular contracture baker grade ii on the right breast implant. Note: facility information: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with gel mentor memorygel breast implant 750cc and experienced capsular contracture baker grade IV on the left breast implant and capsular contracture baker grade ii on the right breast implant. As a result, the patient will undergo explantation and replacement with mentor breast implants on (B)(6) 2019. This medwatch is for the right breast implant.